Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was successfully placed for the pt on (B)(6) 2011 for the pt. On (B)(6) 2011, they switched to tego caps. The extension is split on venous extension. On (B)(6) 2012 - f/u info states they exchanged the extension lines with a repair kit after they found the extension was split. This was discovered while dialyzing and they saw air bubbles. They were able to clamp the line and there was no leaking from the crack. There was a slight delay in treatment with no harm to the pt, no pt death, and no pt complications. The pt outcome was okay.